Event description:
The pt had frequent falls, but did not use a cane or walker. After a fall 4-6 weeks after implant the pt began to experience overstimulation sensation. Stimulation sensation had moved from the pt's legs to his abdomen. Stimulation was also felt in his kidney which made him use the bathroom every 10-15 mins. The implantable neurostimulator was reprogrammed. After reprogramming, stimulation would work fine, but would eventually become unsatisfactory. The pt was sent for paddle lead placement.